Manufacturer narrative:
(B)(6). In this MDR, bd corporate headquarters in (B)(4) has been listed in sections as elitech is an OEM manufacturing site. Date device returned to manufacturer is unknown. The date of investigation was used. Bd received the sample from the customer facility for investigation. The samples was evaluated and the customer's indicated failure mode for broken plate cover was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd sedi-40 had a broken tube cover.